Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump or manual insulin injection. Reportedly, the customer changed infusion set and cartridge to resolve the issue, and ultimately reverted to an alternate method of insulin therapy.